Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that after case instrument went to sterile processing and crack was noticed it was taken out of out of case. No surgical delay.

Manufacturer narrative:
Product complaint # ==> pc-(B)(6) additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Hide section - other remarks other remarks.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.